Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01460 & 01461).

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, review of invoice history suggests patient underwent a revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was implanted with cables on (B)(6) 2011. A revision procedure has been indicated due to a femoral fracture; however, no revision procedure has been reported to date

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, review of invoice history suggests patient underwent a revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was implanted with cables on (B)(6) 2011. Another procedure occurred on (B)(6) 2015 due to a femoral fracture. A femoral plate was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.